Event description:
Caller reported that insulin gauge had displayed an amount different than expected, showing 40 units and then 9 units on a different day, contrary to the anticipated 195 units. There was no adverse impact to the customer's blood glucose level. Customer resolved the issue by loading a new cartridge and was advised by technical support to call back for troubleshooting if the issue recurred. An email with links to cartridge load resources was sent to the customer as requested.